Event description:
It was reported that the right ventricular lead had been programmed off due to the patient experiencing diaphragmatic stimulation. The lead was capped and replaced during routine device change out procedure on (B)(6) 2015. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.